Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one photograph. The photograph depicts the device being used in a surgical procedure. The balloon is not inflated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair procedure. For three of the balloon trocars, the balloon made a strange noise and did not inflate. In order to resolve the issue and complete the case, the totally extraperitoneal (tep) procedure was converted to a transabdominal preperitoneal (tapp) procedure. When converting to the tapp approach, noticed a component in the tep space that had been created. The component was removed with a grasper and determined to be part of the balloon trocar. The sheath had disengaged from a fourth balloon. The surgical time was extended by thirty minutes or more due to the product problem. There was no additional patient harm.